Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified wear and tear from previous uses. Proximal handle end fractured and fractured piece was returned. Distal tip is fractured and fractured piece(s) were not returned. Discoloration of the fractured surfaces is present. No other damage was noted. Additionally, the distal tip fracture surface visually aligns with zrm in which an overload fracture was identified. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the 3.5 hex fractured while trialing. No pieces fell into the patient. The surgery was completed with a second device.